Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post an external cardioversion indicated due to ventricular tachycardia, an interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an integrity check, error/fault code. A subsequent follow-up interrogation showed then normal system operation. Field information stated data would be forwarded to boston scientifics technical services for review; however was never received. At this time, evidence is suggestive this system remains implanted and in service however no conclusive root cause of the observed prior fault code has been made. Additionally, there were no adverse patient effects reported.